Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): device was planned to be implanted in a restenosed lesion. Failure to follow instructions: used after kink was identified. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: safety and effectiveness of the xience xpedition stent have not been established for subject populations with in-stent restenosis. Additionally, the instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. These deviations likely contributed to the reported shaft separation.

Event description:
It was reported the xience xpedition stent system was prepared without issue. During insertion through the tuohy-borst valve, the shaft kinked, but the device advanced through the mildly tortuous vessel to the 70% restenosed lesion in the proximal left anterior descending artery without resistance. Prior to deployment, blood was discovered in proximal lumen of the stent delivery system. The guide catheter and stent delivery system were removed as one unit without issue, but the stent delivery shaft was found to be separated into 2 pieces. Both pieces were in the guide catheter. The guide catheter was flushed and used to deliver another like stent successfully to the lesion. The procedure was completed with no adverse patient event and no clinically significant delay in procedure. The patient left the catheter lab in stable condition. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, the following information was received: received maude report (B)(4) reporting: event description: during a coronary stent procedure the shaft of 2.5 x 18 xience xpedition stent bent as it was introduced into the tuohy connector. The device was advanced to cross the target lesion without resistance. Prior to deployment, blood was discovered in the proximal lumen of the stent. The entire system (guide catheter and stent) was removed. The shaft of the stent was broken into pieces with both pieces retained in the guide during removal. The guide was flushed and another like stent was deployed with no adverse event and the patient(pt) left the lab in stable condition.

Manufacturer narrative:
(B)(4).